Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump emitted frequent replace battery alarms; however, the pump did not emit alarms for low battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2014 with the following results: a review of the pump¿s history showed a replace battery alarm on 12/04/2013 at 22:58. A low battery warning did not precede this due to an unacknowledged loss of prime warning. During testing, the pump powered on normally. The pump was exercised for 24 hours with no alarms related to the complaint. The history was then reviewed and was found to accurately depict the period the pump was tested. The pump was attached to an external power supply; the input voltage was then decreased until pump alarmed for low battery warning and replace battery alarm. Both alarms were accurately recorded in the pump¿s history. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.